Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 596 mg/dl with vomiting and large ketones associated with a call service alarm (cs 064) issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump could not be primed after a reboot with a recurring cs 064 occurring. It was reported that the cs 064 had occurred during the rewind/load step. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.